Event description:
It was reported that the implant at tooth site #3 failed to integrate, perforated the maxillary sinus and was removed. #3 implant was loose after placed. Decision to remove was made, patient needed upper right sinus lift and implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lot number unknown / not provided unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111 h6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4310. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, the implant had signs of use, with bone debris on its external threads. No malfunction was identified. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvtwb8 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning/patient factors. Therefore, based on the available information, device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.